Event description:
During a laparoscopic appendectomy procedure, a laparoscopic ligasure handpiece malfunctioned; the device would grasp the tissue but not coagulate and cut through it. The device was bagged and labeled.